Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter had displayed an error message ¿ error 4. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged error message first occurred on an unspecified date during the ¿end of (B)(6) 2015¿. The patient manages their diabetes with oral medication(s) as well as with diet and/or exercise. The patient stated that they took their usual dosage of medication (25mg ¿(B)(6)¿) the night before the alleged issue occurred. The patient stated that right before the alleged product issue occurred they experienced the symptom of ¿shaking¿. At this point the patient obtained the error 4 message on the subject meter, so tested their blood glucose on an accuchek device and obtained a result of ¿2.1mmol/l¿. In response to this, 15 minutes later, the patient self-treated by having a ¿can of coke and a piece of chocolate¿. At the time of troubleshooting the csr could not walk the patient through a re-test, however it was noted that the patient was carrying out the correct testing procedure. The issue could not be resolved and replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. Although the patient experienced the symptom of ¿shaking¿, which is suggestive of severe hypoglycemia, there is no indication that the subject meter caused/contributed to this serious injury because this symptom was experienced prior to the product issue first occurring. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.